Event description:
Manufacturing related reference number: 2030404-2020-00011, 3005334138-2020-00063, 9680001-2020-00005, 2182269-2020-00017. During the procedure a pericardial effusion occurred. A catheter location drifted/ shifted occurred and an enguide alignment was used for compensation. The shift did not cause the reported pericardial effusion. The procedure was finished with fluoroscopic guidance and cf monitoring. After the procedure, an ultrasound was performed and an effusion was detected. A relief puncture was performed and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.